Event description:
It was reported that this newly implanted subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise, oversensing, and an inappropriate shock with decreasing r-wave amplitude. Technical services (ts) discussed advised x-ray imaging revealed air visible around sense b node and recommended troubleshooting efforts. No additional adverse patient effects were reported outside of the inappropriate shocks the patient received. The device remains in service.